Event description:
It was reported by service report that the main menu switch has selected the brakes disengage and the bed goes into drive. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.